Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient believed to be having an allergic reaction to the device, due to experiencing itching and pain. The device was removed and nevro attempted to obtain a medical assessment regarding the nature of the issue but was unsuccessful. There have been no reports of further complications regarding this event.